Manufacturer narrative:
(B)(4). Evaluation: dissection.

Event description:
Stable angina prompted the index procedure. One endeavor sprint over the wire stent was implanted to the mid rca during a staged procedure. Coronary artery dissection was reported to have occurred following stent implant. The event was reported to be of mild intensity. Another endeavor sprint over the wire stent was implanted (overlapping) to treat the complication. The pt recovered with treatment.